Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high impedances within normal limits. Upon review, technical services (ts) found that at implant procedure the patient with this s-ICD was not able to be induce in four attempts and this could be related to a suboptimal s-ICD position. The ts indicated that the s-ICD operation appears to be normal and the cause for the gradual increase in impedance is assumed to be due to physiologic factors and not device performance and provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedances within normal limits. Upon review, technical services (ts) found that at implant procedure the patient with this s-ICD was not able to be induce in four attempts and this could be related to a suboptimal s-ICD position. The ts indicated that the s-ICD operation appears to be normal and the cause for the gradual increase in impedance is assumed to be due to physiologic factors and not device performance and provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.